Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during use of the clip delivery system (cds), a leak was noted in the chamber. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. During insertion of the clip delivery system (cds) into the steerable guide catheter (sgc) it was noticed that the air was in the chamber of the cds handle and in the lock lever. Troubleshooting was performed, flushing was increased, the lock cap was opened, and the red cap was removed and allowed the chamber to fill with heparinized saline completely. Once the cds was de-aired, the procedure continued with no further issue. It was speculated that the red cap was not completely secured during prep causing some air to enter the cds handle. The clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported leak for the delivery catheter handle and lever appeared to be related to procedural circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.